Manufacturer narrative:
Device evaluation: product testing could not be performed since no product was returned. Cartridge was discarded. Therefore, the reported complaint of cartridge crack could not be verified. Manufacturing record review: the manufacturing process record was evaluated. The emerald c30 cartridge was manufactured and released according to specification. No non conformances (ncrs)/discrepancies/ deviations for similar issues were found during the manufacturing record review. During the manufacturing process the operators (100% inspection) check the neck, tube and tip areas for cracks. No cracking or stress marks is allowed. Operators check the tip for any melting, roughness, dent, bent tip or smash condition. A search revealed that no other complaints for this lot number have been received to date. Labeling review: a review of the directions for use (dfu) was performed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during preparation for implant of the intraocular lens, (iol), the lens was loaded in the first cartridge and upon the surgeon's first attempt to insert the lens, the cartridge tip was broken open. The lens was loaded into a new cartridge, and the surgeon attempted again to implant the iol; and the cartridge tip broke again. The lens was not implanted; the doctor decided to leave the patient aphakic and the patient will need to return at a later date for a secondary procedure. As two cartridges are reported, two mdrs will be filed. This report is to capture the second cartridge used.